Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 419 mg/dl at the time of incident. The customer also report the blood glucose was stay over 400 mg/dl and also report blood glucose was 359 mg/dl. Customer treated with manual injection. The customer was decline troubleshooting. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. (B)(4).